Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child came into the clinic complaining of problems with the external device.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. In addition a complete insertion was not achieved at implantation surgery. Reportedly one electrode contact was left outside of cochlea. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The child came into the clinic complaining of problems with the external device. However when checked the external devices were working fine.